Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event* (reference 0001825034-2016-02484 / 02496). Discarded.

Event description:
During an acromioclavicular joint repair procedure that the black knob detached from the toggleloc pusher while surgeon inserted the toggleloc button.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Upon internal review, it was determined that this complaint does meet the definition of a reportable complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.